Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s screen appeared cracked beneath the surface after being carried in a pocket, resulting in an unresponsive touchscreen and inability to operate the device; this aligns with a display readability issue associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that ambient light contributed to the perception of a display visibility problem in conjunction with the touchscreen/display issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.